Event description:
It was reported that a small volume folfusor had no flow to the patient. The device was filled with an unspecified amount of glucose and fluorouracil. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from june 02, 2014 ¿ june 03, 2014. One actual unit was received for evaluation. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the direct cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the air bubbles was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.